Event description:
A (B)(6) male pt's friend contacted zoll customer support to report that the pt's battery charger was charging his batteries. The pt was issued a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger (B)(4) has been completed. The reported problem (will not charge batteries) has been confirmed. Upon eval, the power supply connector was defective. The cause of the inability to charge the batteries is a defective power brick connector. The root cause of the defective power brick connector cannot be positively identified. No adverse event resulted from the defective power brick. The pt received a replacement battery charger.